Event description:
It was initially reported through clinic notes that the patient's vns is "sticking out" which requires the patient to wear a sports bra to stabilize it. Patient's grandmother stated that the patient has lost (B)(6) due to which her skin is pulling so thinly that the generator is surfacing causing her pain. Pt was referred to a plastic surgeon to help her with the issue. The plastic surgeon indicated that the vns generator is in the breast tissue and needs to be moved before he can do anything. He believed that once the vns is moved, it will stop the pain. No add'l info is received. Good faith attempts to obtain add'l info has been unsuccessful till date.